Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial #: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3778-75, serial #: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 10-jul-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and rsd/causa gia-complex regional pain syn. It was reported a revision. Patient stated with one of her ins¿s battery and wires came apart, and the healthcare provider (hcp) had to go in and hook them back together. Patient needed an ins replacement because the wires moved up into her back, the revision had occurred, and date of revision was (B)(6) 2014. No further complication and events were reported.